Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: january 21, 2021 - january 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor "ran too fast" during use of the device. The reporter stated that the device was supposed to run for 48 hours but was already empty after 24 hours. The device had been filled with 120ml of fluorouracil and 0.9% sodium chloride solution; the device ran at 2.5ml/h. There was no patient injury or medical intervention associated with this event. No additional information is available.